Event description:
It was reported a patient underwent a nephrectomy procedure on (B)(6) 2021 and topical skin adhesive was used. During procedure, shards of glass protruded through the pen when they broke the vial. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Was the surgeon or healthcare professional injured as a result of the shard penetration? No. If yes, what was done to treat the injury? No. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? No, the packaging was not saved and there are no markings on the pen. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes, that information was provided when the complaint was filed and the shipper kit was requested. Evaluation: the analysis results, device was returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.